Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that back in march, they met in the intermediate intensive care unit (iicu) regarding inaccurate readings with our indwelling catheter temperature sensors . At that meeting, bd person was going to follow up by sending new cords that they had on hand and to provide sample 3-way statlocks. They also took photos of kinks in the cord . Over the weekend, they had another incident in which a patient was in a bair hugger and the foley temperature reading was between 96.8 - 97.2 and the oral temp was 98.5 . The nurse made sure the foley was properly placed in the statlock.

Event description:
It was reported that back in (B)(6), they met in the intermediate intensive care unit (iicu) regarding inaccurate readings with our indwelling catheter temperature sensors . At that meeting, bd person was going to follow up by sending new cords that they had on hand and to provide sample 3-way statlocks. They also took photos of kinks in the cord . Over the weekend, they had another incident in which a patient was in a bair hugger and the foley temperature reading was between 96.8 - 97.2 and the oral temp was 98.5 . The nurse made sure the foley was properly placed in the statlock.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review that cannot be completed due to no lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.